Manufacturer narrative:
Ge healthcare has completed its investigation. Analysis of system logs and service records confirmed that the system operates according to specifications. The x-ray loss was attributed to inadequate environmental control, with room temperatures frequently out of range since september 2021. The room temperature controls are specified in the ge healthcare pre-installation manual. The patient's death was determined to be an isolated incident caused by inadequate environmental control, and the device did not contribute to the event. The investigation is closed and action has been taken by the customer to replace the a/c module within the technical room. Post-replacement system logs have been reviewed and are within acceptable parameters. No further actions are planned by ge healthcare.

Manufacturer narrative:
Legal manufacturer: hcs beijing - west area of building no.3, no.1 yongchang north road, beijing economic and technological development area china beijing beijing, 100176. D4: UDI not required as device is manufactured prior to UDI compliance date. Device installation date is 29-feb-2016. Ge healthcare's investigation into the reported occurrence is ongoing. A follow-up report will be submitted when the investigation has been completed.

Event description:
The customer reported that during an emergent vascular procedure, the ge healthcare system displayed a cooling failure of the chiller and x-ray became unavailable a few minutes later. The procedure could not be completed and the patient expired later the same day. Ge healthcare investigation has been opened and is in progress.